Event description:
Description of problem: I underwent a scheduled magnetic resonance imaging (MRI) of my temporal lobes with contrast at (B)(6). I have a history of stroke and post-traumatic stress disorder (ptsd) and receive regular mris, all without ever having an issue. During this scan, I experienced the onset of a panic attack while inside the MRI machine. I attempted to use the emergency squeeze bulb provided to signal staff and request to be removed. Despite squeezing it repeatedly and with increasing force, there was no response from the machine or from staff. I continued squeezing for what felt like over a minute and began screaming, kicking, and moving my head and body in distress. There was no intercom response, and I could not see or hear any indication that staff were aware of my emergency. Eventually, a staff member entered and found me visibly panicked and crying. When I told her I had squeezed the bulb many times, she was surprised and asked, "why didn't you squeeze the bulb?"--indicating she was unaware that the signal had failed. She said she heard screaming but thought it came from across the hall. They checked the emergency bulb and it was indeed disconnected. The emergency device was not properly monitored, placing me in serious psychological distress and in physical danger. I want to report this as a medical device failure due to negligence, as the emergency bulb is a key safety mechanism for MRI patients. It is critical that these devices function correctly and are monitored consistently during imaging sessions. This experience was traumatic and could pose risks to others--especially patients with anxiety, claustrophobia, cardiac conditions, or stroke history. I am currently receiving special therapy to help with the trauma it has caused and haven't been able to go to my scheduled mris since. Which is dangerous for me as I have an occluded vertebral artery. I will now need sedation going forward. I do not know the MRI machine manufacturer, but the facility was (B)(6). I am submitting this report in the interest of patient safety and oversight.